Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event on (B)(6) 2024. The infusion set has been used for 3-4 days. The blood glucose level was high therefore, the patient was treated with manual injection. No further information was available.

Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).